Event description:
The patient was undergoing a thrombectomy procedure in the left common femoral artery using a lightning aspiration tubing (lightning), indigo system aspiration catheter 7 (cat7), penumbra engine canister (canister), and a 7f non-penumbra sheath. During the procedure, the physician advanced the cat7 over the guidewire through the sheath and made approximately six to eight passes in the target location using the cat7. It was reported that the physician made the passes using the cat7 both over the guidewire and then with the guidewire removed. The physician then inspected the canister and noticed significant amount of thrombus was removed. Subsequently, the cat7 was removed and upon inspection on the back table, the distal end of the cat7 was fractured but it was intact. The physician performed a fluoroscopy through the sheath panning over the abdomen and pelvis to confirm no residual pieces of the cat7 was left in the patient. The procedure was completed using a lytic catheter (5f merit fountain), tissue plasminogen activator (tpa), an additional 5f short sheath, and balloon angioplasty. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. Based on this information, corrections were made to: 1. Section d. Box 10. Device available for evaluation? (Do not send to FDA). 2. Section h. Box 3. Reason for non-evaluation. 3. Section h. Box 3. ''Other'' reason for non-evaluation. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.